Manufacturer narrative:
H3: product analysis of part # b33225599-02 ; lot: 0232777848 visual and microscopic inspection revealed some wear and indentions on it from the seating and tightening of the set screw. There was a fairly flat fracture surface with convex striations lines throughout the fracture area. This type of damage is consistent with cyclic fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was proximal junctional kyphosis above prior fusion of l2-s1. It was reported that, surgeon was fusing t10-pelvis and needed to make adjustments to the rod. Intra op correction wasn¿t achieved and needed to modify bend to accommodate patient sagittal alignment. During the bending process, the rod snapped hence, surgeon took a new straight cocr rod to bend from scratch. He ended up implanting part of this unid rod as a satellite rod in the overall construct. There were no patient symptoms reported. No further complications reported regarding the event.